Event description:
During a cysto procedure while using the elite rigid optical grasping forceps, the distal end broke inside the patient, the tip was retrieved with no patient harm.

Manufacturer narrative:
A visual inspection of the instrument confirms that the device has failed due to breakage of the connector links in the distal tip. Close inspection reveals that the link components have broken at the rivet hole, with the break sites exhibiting characteristics of shearing and tearing of the metal due to an axial force. There is no evidence of preexisting damage or other outside influence. The balance of the instrument is in good physical condition with no signs of abuse or wear and tear. Conclusion the failure of this instrument was likely caused by excessive force exerted by the customer during use. The damage site is consistent with that of previous returned instruments, which have been determined to be caused by the same circumstances.